Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ malposition of essure device location of device- uterus"), pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("excessive bleeding") and pericarditis ("pericarditis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". Concomitant products included naproxen. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced the first episode of headache ("headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pericarditis (seriousness criterion medically significant). In 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse"), the second episode of headache ("headaches") and back pain ("back pain"). The patient was treated with naproxen sodium (aleve), para-seltzer (excedrin aspirin free), surgery (supracervical hysterectomy (uterus only) ¿ laparoscopic hysterectomy.) And surgery (supracervical hysterectomy (uterus only) ¿ laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pericarditis, vaginal haemorrhage, dyspareunia, migraine and weight increased outcome was unknown and the menorrhagia, abdominal pain, the last episode of headache, dysmenorrhoea and back pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pericarditis, uterine perforation, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results: approximate weight at the time of essure placement 123 lbs. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added.events device monitoring procedure not performed, back pain, weight increased, uterine perforation, dysmenorrhea, pericarditis, headache, migraine, device expulsion, menorrhagia and vaginal hemorrhage were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). On (B)(6) 2017, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.